Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the right common femoral artery and the superficial femoral artery. Atherectomy was performed with a jetstream thrombectomy catheter and percutaneous transluminal angioplasty was performed with a drug coated balloon with the aid of the filterwire ez(tm). Following removal of the filterwire ez(tm). Loss of the filter-tip was observed. The tip was unable to be located in the vessel. No acute patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual inspection found that the guidewire was kinked/bent and the spring tip was damaged (stretched and curvy). The filter bag was received damaged (torn and ruptured). The distal section of the filter was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the right common femoral artery and the superficial femoral artery. Atherectomy was performed with a jetstream thrombectomy catheter and percutaneous transluminal angioplasty was performed with a drug coated balloon with the aid of the filterwire ez. Following removal of the filterwire ez, loss of the filter-tip was observed. The tip was unable to be located in the vessel. No acute patient complications were reported.